Event description:
Boston scientific received information through a remote monitoring system that this implantable cardioverter defibrillator (ICD) detected an out of range high pacing impedance measurement on the right ventricular (rv) lead. The lead was explanted due to a suspected fracture and high pacing thresholds observed. A new right ventricular (rv) lead was implanted successfully. There were no adverse patient effects reported. Further review of lead impedance data indicated that the device may have contributed to the clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.